Manufacturer narrative:
The patient's previous driveline repair is covered under MFR: 2916596-2021-03795 no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient who had a driveline repair in the past and remained on ungrounded power module cable was seen in clinic on (B)(6) 2023 and new driveline fault alarms were noted. Upon visual inspection, the driveline appeared to be intact. The log displayed driveline fault alarms on (B)(6) 2022 at 1239 to (B)(6) 2023 1508. As the patient had a full-length driveline repair on (B)(6) 2021, there did not appear to be enough room for a second driveline repair attempt. It was recommended to exchange the controller to ensure the authenticity of the alarms. The controller exchange was performed but the alarms persisted and the log file data from both controller matched and showed the driveline faults were triggered by a issue with phase b of the driveline. The log also captured elevations in power and flow that were associated with pulsatility index events on (B)(6) 2022 at 1357 to 1436. Computed tomography (CT) was done.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the patient¿s submitted log files confirmed the reported driveline fault alarms; however, a direct cause for the reported alarms could not be conclusively determined through this evaluation. Based on previous experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, these log file findings could be indicative of a potential driveline issue. Additionally, evaluation of the patient¿s submitted log files confirmed slight elevations in pump power; however, a direct cause for the events could not be conclusively determined through this evaluation. The submitted log files contained data from 28nov2022 to 03jan2023 and on 06jan2023. The log files captured a controller exchange, which is consistent with the reported driveline fault troubleshooting. The pump operated at or above the low speed limit for the duration of patient support. The log file recorded a continuous driveline fault alarm, which activated on 26dec2022, consistent with a deviation on phase 2, which is redundantly supported by the black and brown wires. The log file also recorded a slight increase in pump power on 18dec2022, captured during pulsatility index (pi) events. The power returned to baseline following the event. The log files appeared to show the system operating as intended. Multiple requests for additional information were issued to the customer; however, no further information was provided. The patient remains ongoing on ventricular assist device (vad) support with no further issues reported at this time. The device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) currently available. The section entitled ¿pump performance monitoring¿ under patient care and management covers wear and tear to the driveline. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, as well as the appropriate actions associated with them. The hmii lvas IFU contains information regarding pump speed, power, flow, and pi. The IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The IFU states that if the system detects a pi event, the pump speed will automatically reduce to the low speed limit and slowly ramp back up. Pi events are assumed by the system during cases where there is a sudden and substantial change in pi. Some reasons for sudden pi changes include sudden changes in the patient's volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. Patient handbook is also available. This handbook contains a section on "caring for the driveline." However, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The ¿alarms and troubleshooting¿ section outlines all system controller alarms, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.